Manufacturer narrative:
It was reported that the batteries were not able to hold charge. Six batteries ((B)(4)) were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated batteries met all requirements for release. The reported event could not be confirmed as the units were not returned for analysis. Additionally, log files that cover the event date were not available for analysis. Applicable risk documentation and experience with events of similar circumstances were considered; events involving panasonic batteries that rapidly discharge can be attributed to soldering or welding defects. The unit and log files, however, were not available for analysis. Serial #: (B)(4). Di#:(B)(4). Device MFR date: 01/31/2016. Serial #: (B)(4). Di#:(B)(4). Device MFR date: 12/31/2015. Serial #: (B)(4). Di#:(B)(4). Device MFR date: 01/31/2016. Serial #: (B)(4). Di#:(B)(4). Device MFR date: 12/31/2016. Serial #: (B)(4). Di#:(B)(4). Device MFR date: 12/31/2015. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Bat310860 - battery / catalog number 1650 / expiration date: 01/31/2017 UDI #: unknown. (B)(4). Bat310091 - battery / catalog number 1650 / expiration date: 12/31/2016 UDI #: unknown. (B)(4). Bat310857 - battery / catalog number 1650 / expiration date: 01/31/2017 UDI #: unknown. (B)(4). Bat310092 - battery / catalog number 1650 / expiration date: 12/31/2016 UDI #: unknown. (B)(4). Bat310428 - battery / catalog number 1650 / expiration date: 12/31/2016 UDI #: unknown. (B)(4). The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The IFU and patient manual also include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Users are instructed to return any damaged components to the manufacturer. Users are cautioned to charge depleted batteries within 24 hours to avoid permanent battery damage and to store batteries at room temperature. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product not received.

Event description:
It was reported that the patient was complaining of the batteries not holding a charge.  Troubleshooting was not able to be performed before all of the batteries were replaced. No patient complications have been reported as a result of this event.